Event description:
It was reported that pacing lead impedance and capture threshold had gradually increased. It was noted that the lead would be replaced. No further information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.